Manufacturer narrative:
1/14/1998-supplemental report #1 submitted to FDA. The reported condition has been confirmed and attributed to a channel on the instrument. Corrective measures have been taken.

Event description:
The device was used during a laparoscopic hernia procedure. Reportedly, the jaws scissored. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.